Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead pacing impedance had been slowly increasing and was now high. The lead will be monitored and it remains in use. No patient complications have been reported as a result of this event.